Event description:
The customer reported that the sys would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps1 and ps3 power supplies were evaluated and readjusted. The sys was tested and found to be working as intended and returned to service.